Manufacturer narrative:
As part of the investigation one photo was included. Failure mode reported could not be confirmed in photo attached, but it could be confirmed the lot number, the product description that matches with the description reported for the product. The sample was visually inspected at a distance of 12 inches under normal lighting conditions for received unit. After physical evaluation, the failure mode of broken connector was not confirmed, no damages can be observed on received sample units. No other analysis were required. No corrective actions are required since failure mode was not confirmed, all mitigations on placed were verified and it was confirmed execution accordingly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that suction catheter was broken in the "t" area. No patient injury reported.